Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. Visual inspection and functional leak testing were performed on the device. During visual inspection on the unit (via the naked eye) the examiner noted a crack on the fill-port. No signs of physical abnormality were observed on the tubing. A functional leak test was performed by filling the unit with water. During the fill, the leak was observed at the crack area located on the fill-port. No signs of leak were observed on the tubing or other parts of the unit. Based on the evaluation finding, the reported condition was verified, the cause of leak was due to a crack on the fill-port. The device did not meet product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak. The unit contained dextrose and during filling of fluorouracil (30ml) a leak was observed at the tubing attached to the unit. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.